Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a reactive rubella igm result for one patient which was discordant to another methodology, generated on the unicel dxi 800 access immunoassay system. The results were reported out of the laboratory. Unknown if patient treatment was impacted by this event. The event occurred sometime between (B)(6) 2010.

Manufacturer narrative:
Qc and system information are not available. Sample collection and centrifugation information has not been provided. Service was not dispatched. A clear root cause can not be determined for this event to date.